Event description:
It was reported that the insulin pump alarmed no delivery during manual prime. Troubleshooting was done. Insulin finally exited from tubing with manual plunger push. Customer's blood glucose levels were not included in the report. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.